Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic and tactile inspection revealed numerous kinks in the hypotube. Microscopic inspection revealed a complete separation of the balloon with the distal end of the balloon bunched up near the tip of the device. Microscopic inspection found both markerbands to have become loose on the inner shaft and moved near the distal end of the balloon. Microscopic inspection found no irregularities or defects to the distal tip. Microscopic inspection found no irregularities or defects to the proximal bond. The inner diameter (ID) of the wire lumen was measured at the distal end and the port/exit notch which is within specification. Microscopic inspection revealed extensive damage (buckling, kinks, stretching) to the inner shaft 15cm in length, starting from the proximal edge of the tip area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and balloon rupture occurred. The target lesion was located in the right coronary artery (rca). Following pre-dilatation and implantation of a stent to the lesion, a 3.00mm x 20mm nc emerge® balloon catheter was advanced for post-dilatation. The distal portion of the stent was post-dilated first; however, when the nc emerge® balloon catheter was re-positioned to the proximal portion of the stent, the device became stuck with the non-bsc guide wire and eventually ruptured. The entire system was removed as one unit. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and balloon rupture occurred. The target lesion was located in the right coronary artery (rca). Following pre-dilatation and implantation of a stent to the lesion, a 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. The distal portion of the stent was post-dilated first; however, when the nc emerge balloon catheter was re-positioned to the proximal portion of the stent, the device became stuck with the non-bsc guide wire and eventually ruptured. The entire system was removed as one unit. No patient complications were reported.